Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device returned to MFR - additional information date device returned - additional information . Type of follow up: additional information/ device evaluation. : device evaluated by mfg- additional information. Evaluation included - additional information. Additional information.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.